Event description:
Upon setting up holter testing, an error message (602) was displayed and staff were unable to program device to apply on patient for testing. Manufacturer response for holter monitor recorder, philips (per site reporter). The hospital it department is working with the manufacture. It is suspected that this problem is related to the date of 2020 and is a nationwide problem. No further guidance, as of yet from, the manufacture. We will continue to work with philips until a resolution has been identified.